Event description:
It was reported that the right ventricular lead failed defibrillation threshold testing (dft). A subcutaneous lead was added, dft passed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-52 lead implanted: (B)(6) 2006. (B)(4).